Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had alleged under infusion. There was patient involvement but no harm. Although requested, no additional information was provided by the customer.

Event description:
It was reported that the device had alleged under infusion. There was patient involvement but no harm. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
Omit : report source other, c20 - no findings available, d15 - cause not established. Correction: report source. Additional information: concomitant med prod data, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion could not be confirmed through a review of the received device logs. Inspection and testing of the devices could not be performed as they were not provided for investigation. The concomitant pcu unit event log showed that on 16jan2025 at 10:41 am, the system was powered on. The user selected a new patient and the same profile. The channel alarmed for safety clamp open. At 10:43 am, a remote intravenous (IV) infusion message was received with rate: 40ml/hr, volume to be infused (vtbi): 520ml, concentration: 600mg/520ml. The primary volume infused (pvi) was recorded as 0ml. At 11:14 am, the user updated the rate: 80ml/hr. Pvi was recorded as 20.66ml. At 11:45 am, the user updated the rate: 120ml/hr. Pvi was recorded as 61.38ml. At 12:15 pm, the user updated the rate: 160ml/hr. Pvi was recorded as 122.271ml. At 12:46 pm, the user updated the rate: 200ml/hr. Pvi was recorded as 203.744ml. At 12:21 pm, the infusion completed with keep vein open (kvo) alarm. Pvi was recorded as 520.004ml. A new infusion was started with vtbi: 500ml. At 2:23 pm, the user paused the infusion. Channel alarmed for safety clamp open for 2 seconds indicating the door was closed. The user restarted the infusion. Pvi was recorded as 524.188ml from 2:24 pm to 2:55 pm, the channel alarmed for patient side occlusion four (4) times. Pvi was recorded as 620.298ml. At 2:56 pm, the channel alarmed for air-in-line (ail) two (2) times. Channel alarmed for safety clamp open for 2 seconds indicating the door was closed. The user restarted the infusion. From 3:00 pm to 4:10 pm, the channel alarmed for patient side occlusion 2 times. Pvi was recorded as 861.489ml. At 4:18 pm, the channel alarmed for ail and the system was powered down. Pvi was recorded as 886.47ml. The facility did not provide the intended infusion order for the programmed infusion. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: n/a ¿ no devices were returned for this investigation. Root cause: the root cause of the report of an under infusion was not identified from the log only investigation. The facility did not provide the intended infusion order for the programmed infusion.